Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a past event when they received insulin flow blocked alarm and also had diabetic ketoacidosis due to bent infusion set cannula. The customer also reported another infusion flow blocked and bent cannula during the day of the call. The customer stated that they went to sleep with a blood glucose level of 333 mg/dl and woke up with a 400 mg/dl. The customer stated that they vomited and treated with syringes, which resulted in a blood glucose level of 150 mg/dl. The customer declined to troubleshoot for the high readings and stated that they knew that the bent cannula was the reason. The infusion sets will be returned for analysis. The insulin pump will not be returned.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.